Manufacturer narrative:
This report was previously submitted on 1822565-2014-00579. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a fractured liner.